Event description:
It was reported that during the nephrectomy procedure, the footswitch was broken. The surgeon changed to use electronic blade. Extended o.r time 3 hrs, changed to use electronic blade. No pt consequence.